Event description:
No additional patient or event information since last report was submitted.

Manufacturer narrative:
Ec method code desc - 5: communication/interviews (4111). Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. One device was returned for investigation. Visual examination confirmed the catheter was received inside of an opened package and with the outer shipping carton. The catheter was returned in used condition. A functional test was performed on the device by inflating the balloon with tap water. A significant leak was confirmed in the proximal end of the balloon material preventing balloon expansion. Under magnification, a large hole was observed in the balloon material. No obvious grasper marks or scratches visible on the material. Under magnification the hole appeared jagged and torn. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a definitive cause can not be determined for the available information. It is possible that the damage was use related. The cause for the observed sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, following a natural delivery and during treatment for post partum hemorrhage using a bakri tamponade balloon catheter, the balloon ruptured. The bakri device was placed by hand and no instruments were used. The leakage was noted when the inflation volume reached 350ml. The bakri was removed immediately, and the leakage was noted to be coming from the balloon material. The blood loss before device placement was about 800ml (cc), and the blood loss after was about 100ml (cc). Hemostasis was achieved by utilizing a hemabate treatment and uterus massage. No adverse effects have been reported due to the alleged malfunction.